Manufacturer narrative:
G4: 03sep2019; b4: 04sep2019. The customer reported that replacing the power management printed circuit board assembly (pm pcba) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator's battery would not charge. There was no patient or user involvement.